Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touch panel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the touchscreen did not react well. There was no patient involvement. The event date was not specified; estimate used.